Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior leak test and microscopic analysis was performed which identified: opening crease sharp on anterior, striated opening on posterior, observed void on valve side within specification per qa199.06 (texture side) is not considered workmanship and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on anterior due to fold flaw opening and a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.